Manufacturer narrative:
Correction : it was reported that black particulate matter (pm) was observed on the tubing filter of a small volume intermate (the specific location of the pm ¿on the tubing filter¿ was previously omitted). The lot number was manufactured between september 05, 2018 - september 07, 2018 the device was received for evaluation. Visual inspection on the returned sample with the naked eye revealed a black speck approximately 0.04 square mm in size completely embedded in the stressmember of the device. No signs of black particulate matter was found on the filter. The black speck had no contact with the fluid path because it was completely embedded in the material of the stressmember. A spectroscopic test was attempted, but the black speck was insufficient to produce visible signals on the ftir spectra (fourier-transform infrared spectroscopy). Therefore, the identification of the embedded black speck could not be determined. The black speck was smaller than manufacturing/plant specification range for particulate matter. The product was found to meet specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a black particulate matter was observed on a small volume intermate prior to patients use. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.